Manufacturer narrative:
A series of photos were shared by a customer where is observed 2 (two) male luers, one burette, and one unknown intravenous (IV) set, in one of the photos there is observed one spiro not connected with the microclave, however all the configurations look like a normal set-up for use. No additional damage or abnormality was observed. Complaint of disconnection / loose connection cannot be confirmed based on the photos shared by the customer where is observed a normal set-up for use. The device history review (DHR) could not be performed due to lot number for this complaint is unknown.

Manufacturer narrative:
The device is not available to be returned for evaluation; however, a photo has been received for evaluation. The investigation has not yet begun.

Event description:
It was reported that, on an unspecified date, a spinning spiros¿, closed male luer experienced a disconnection. The end of the filter tubing is attached to some of their chemos (unspecified), (only those chemos in buretrols because the primary set is available with a bondd filter). The setup is: buretrol (buretrol set is bd alaris) with the c-clip and the extension tubing, with the c-clip added down below the filter. There was no patient harm reported.